Manufacturer narrative:
This report was deemed a duplicate to MFR # 2916596-2019-01544. Manufacturer's investigation conclusion: the lvad was returned an evaluated under MFR # the evaluation of heartmate ii left ventricular assist system did not reveal any device-related issues and a direct correlation between the pump and the reported event could not conclusively be determined. Additionally, a specific cause for the patient¿s infection could not conclusively be determined. The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of heartmate ii left ventricular assist system also revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The [serial/lot] number was requested but was not provided. Pump was reported to be explanted and exchanged on (B)(6) 2019. Approximate age of device ¿ 2 years 25 days. (The age is calculated from the date of implant to the event date.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Patient was admitted on (B)(6) 2019. It was reported that the patient had elevated ldh and suspected pump thrombus. Low flow events were captured on (B)(6) 2019. Power/flow were trending downward with pi trending upward. The pump is maintaining set speed and is operating as intended. It was reported that the patient was on coumadin (last inr2.7), aspirin and ticagrelor (was found to have clopidogrel resistance) prior to admission. There were no changes made to pump parameters since admission. CT c/a/p: ill-defined subcutaneous collection of fluid and gas in the substernal region which tracks along the proximal outflow of the lvad, concerning for abscess. Also seen was a heterogeneous nonorganized fluid collection adjacent to the driveline in the mid abdomen extending to the left anterior abdominal wall with a pigtail catheter in place. Echo: severe left heart dilatation. Severely decreased left ventricular ejection fraction. Lvad inflow cannula now noted in the lv apex. The aortic valve opens on all observed beats. Symmetric mitral leaflet tethering with moderate mitral regurgitation. Laced on bival for elevated ldh (as high as 5,149), which decreased to 2,105. The pump was exchanged on (B)(6) 2019.